Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that four (4) extension sets were found with particles in the packaging. This was discovered prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Correction made to d4: lot #: dr22k11017 previously submitted as asku. Correction made to d4: unique identifier (UDI) #: (B)(4) previously submitted as ni. H10: four (4) actual devices were received for evaluation. A visual inspection was performed using the naked eye and all components were observed correctly placed and according to specifications. A small brown particulate was observed inside of the packaging, but not inside of the product itself. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.